Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil detached in the microcatheter. Both segments of the coil and pusher were removed in their entirety from the patient. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The device was returned with the pusher, implant introducer and dispenser hoop for analysis. The implant was returned already detached from the pusher. The pusher was returned inside the introducer in the dispenser hoop and was stuck in the hoop as a result of dried blood on the body coils. The hoop was cut open to access the pusher and the pusher body coil was stretched during removal. The solder joints on the gold connector were observed to be in good condition. The hypotube was found to contain a small bend. The body coils were stretched in the middle and the lead wires were noted to be broken. The attachment bond was in good condition. The monofilament on the pusher side showed signs of stretching and deformation. The strain relief was unburnt and in good condition. The implant was observed to have retained its shape, but was damaged in several locations. The coils of the implant were stretched at the proximal portion. Stretched and offset coils were observed near the middle of the implant. The monofilament was observed to be sticking outside of the implant with clear indications of a stretched tail. Based upon the investigation analysis and available information, the reported complaint is confirmed. The implant detached inside the microcatheter as a result of the monofilament breaking (not as a function of the device). The root cause of the break is unknown. The monofilament tail and stretched coils on the implant are indicative of a tensile break, which can be caused by user applying too much force during the procedure.